Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis pheno system. A collision between the c-arm and the patient table occurred. The event was reported to have taken place during an application training session. We have no indications of any adverse effects on the health status of any involved persons.